Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez3875 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported: "during the dressing and washing procedure of the device, it broke inside the vein where it was located. Exit the outside + 2cm of the inside. A 38cm portion remains inside the vein, recovered via the femoral route. Portion trapped in the right atrium-left basilica vein, extracted by one snare. PICC team (external portion available). Patient undergoing chemotherapy for colorectal adenocarcinoma. At the time of the accident the patient started in the dea and from here in cardiology-hemodynamics for catheter extraction. At the end of the patient asymptomatic and in good cardiovascular compensation."